Event description:
It was reported the patient presented pre-operation for surgical clearance. A chest x-ray taken showed the atrial lead had dislodged. During interrogation, it was discovered the atrial lead was failing to sense p-waves and failed to capture. The physician attempted to reposition the lead but was unable to introduce a stylet down the lead. The atrial lead was explanted without replacement. The patient was in stable condition before, during, and after the procedure.